Manufacturer narrative:
(B)(4). Eval, results: (endoleak), (highly angulated thoracic arch, and the aneurysm extended to the left carotid), (device was implanted in a highly angulated thoracic arch). Eval, conclusion: (highly angulated thoracic arch, and the aneurysm extended to the left carotid), (device was implanted in a highly angulated thoracic arch).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm approx 15 months ago. The access vessels were small. The aortic arch was highly angulated, and the aneurysm extended to the left carotid. There was a very sharp angle and size discrepancy at the brachiocephalic artery. It was reported that the stent grafts were placed up to the innominate artery via a conduit due to the small access vessels, after a carotid to carotid to subclavian bypass was performed. At the time of implant, the distal aorta was not covered all the way to the celiac for fear of spinal chord ischemia. It was decided that distal extensions would be added at a later date, after the pt had developed collaterals. On (B)(6) 2010, two talent thoracic stent grafts were added distally to extend down to the sma in a planned procedure for this reason. The aneurysm has since grown to 7.5 cm, resulting in a proximal type 1 endoleak. A talent captivia was placed to intervene and achieve a seal successfully. No add'l clinical sequelae were reported, and the pt is fine.